Event description:
During implant, the right atrial (ra) lead was measured with a pacing system analyzer (psa) and the electrical measurements were in range. The ra lead was then connected to the pacemaker and the impedance was low and out of range. In addition, no sensing or capture could be obtained. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of low pacing lead impedance, no capture and no sensing were confirmed. As received, a complete lead was returned in two pieces. X-ray examination found the inner coil shorting against the ring electrode at the connector region. In addition, x-ray examination found the inner coil to be over-torqued at the connector region, which is consistent with damage incurred during the attempted implant procedure. The cause of electrical shorting and the reported event were isolated to an overtorqued inner coil.